Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the last basal and last bolus were delivered a day before the event date. In addition, the black box showed that 6 days before the event date, there was a warning in the mid evening for exceeding total daily dose and deliveries resumed about forty five minutes later. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus were completed and recorded correctly. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015 the patient was admitted to the hospital due to high blood glucose. Allegedly, the patient received unspecified treatments provided by medical personnel at the hospital. No additional information was provided regarding the event. Attempts by the customer support to follow-up on the matter were unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an unspecified pump malfunction.